Event description:
Customer alleges discrepant results with inratio2 meter compared to laboratory. Summary of reported results: date: (B)(6) 2013; inratio: 1.1; lab: 2.5; time between testing: 3 hours. Patient's therapeutic range is 2-3. No additional information was provided.

Manufacturer narrative:
Investigation conclusion: it is indicated that no product associated with the compliant is returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy anc precision criteria. A review of the batch record for the lot did not uncover any non-conformances. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. Root cause could not be determined from the information provided by the customer. Product deficiency was not established. The issue will be subject to tracking and trending.